Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that customer had high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was 423 mg/dl at the time of the event and currently blood glucose was 240 mg/dl. Customer stated that she had ketones, no delivery alarm and had high blood glucose. Customer went to see her health care provider. Customer treated with insulin pen. Troubleshooting was done but unable to continue due to no tubing clamp. Customer will call back to continue troubleshoot for high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.